Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they started working out recently, and had been doing bending they hadn't done in years. The consumer was also getting a pain radiating from the buttock where the implantable neurostimulator (ins) was, to the abdominal area down the right leg, and it had gotten worse. The consumer met with the rep. On (B)(6) where an impedance check was performed which showed 0-7 were all over 40,000 ohms and the 8-15 leads were all over 14,000 ohms with two over 40,000 ohms. During the appointment therapy was turned "way up," but the consumer couldn't feel anything and there was lack of efficacy, although they could still use therapy at night to get relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from medical representative who reported that the patient was interrogated and the impedance were checked. The caller programmed around the high impedance area. This is all of the information they had at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.